Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 173 mg/dl at the time of the call. The customer was assisted with troubleshooting. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer reported that the auto mode feature was active at the time of low blood glucose event. Customer also mentioned that the sensor glucose and blood glucose reading does not match. The product was not returned for analysis.